Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy. It was reported that the patient was getting an ¿od message¿ on the patient programmer (pp). The manufacturer representative was able to connect to the ins with the clinician programmer. The patient tried to connect to the ins and got a no communication screen. It was noted that the patient didn¿t have an antenna for the pp. The manufacturer representative was still able to connect to the ins with the clinician programmer. The patient turned the pp off and then back on and was able to connect to the ins. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep) on 2019-aug-12. The cause was not determined. The patient¿s non rechargeable battery is 8 years old. The patient has requested the physician to replace the battery. The only way to make the programmer communicate with the battery was to press firmly into the patient¿s skin. Previously, they have always been able to gently place the programmer on their skin and then they could move it away slightly to see the buttons and use the programmer. Now, it will only work if you press pretty firmly and if you move the programmer at all, it will not work. This information has all been confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins has not been replaced. Once it is scheduled rep reported they will make every effort to get it and return it.